Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3058, serial# (B)(4) implanted: (B)(6) 2009, product type: implantable neurostimulator. Product ID: 3037, serial# (B)(4). Product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported poor communication, the patient had not been recently implanted or had revision surgery. The patient noted they have 2 devices and the patient want to try off stimulation. The patient was able to get to the therapy screen on one device but when she tries to communicate with the other one she is seeing the poor communication screen. Additional information reported from a healthcare professional (hcp) reported to trouble shot the poor communication they switched the cords and repositioned. The hcp stated the manufacturer was called on (B)(6), where the manufacturer performed trouble shooting. The hcp noted the manufacturer stated the cause of the poor communication was probably needed a new battery. The hcp noted it was still showing no communication. The hcp noted the interstim is still not working. The patient is implanted for urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.